Manufacturer narrative:
Pemco received device on (B)(6) 2015 with one rake clamp not completely tightened. Per (B)(6), all pieces of the device are functioning properly when assembled correctly. We suspect the root cause was use error.

Event description:
A representative for (B)(6) medical center contacted pemco and stated that the rakes fell into the chest of a patient and the doctor was able to retrieve them with no damage to the patient.